Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 230 mg/dl. Customer was able to clear the alarms. Customer was unable to complete insulin pump rewind. The customer also reported that the drive support cap appears normal. The customer also reported that the insulin pump was not been exposed to high magnetic field. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewinding due to corroded home switch noted.